Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer would not activate. The customer stated that a new battery carrier and new batteries were installed in the analyzer. The problem still persisted. On (B)(4) 2012, failure analysis on the returned analyzer at the distributor repair center identified a burnt c13 capacitor. On (B)(4) 2012, new information was received that the analyzer was getting hot through a defective battery carrier. It was also discovered that the battery carrier in use was a non-fused battery carrier. The customer returned the analyzer to the distributor repair center with both (green-old (non-fused), red-new (fused) carriers. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).the investigation was completed on (B)(4) 2012. The failure was due to a defective tantalum capacitor.

Manufacturer narrative:
(B)(4). As part of product action (B)(4), all distributors were notified (B)(4) 2012 of the availability of the new battery carrier and requested to advise the number of analyzers they had that required the new red marked carriers. By (B)(4) 2012, add (B)(4) stated they had completed the change to the new battery carrier. The new battery carrier contains a fuse to further mitigate batteries becoming hot to the touch. The customer had the new carrier but had not disposed of the old carrier as instructed in the letter.